Event description:
It was reported that the patient died. A 2.75 x 8mm synergy xd drug eluting-stent and luge guidewire were used during procedure. The guidewire became stuck on the stent and the guidewire sheared off in the stent. Another stent was placed to trap the guidewire in the vessel wall. The patient died.

Event description:
It was reported that the patient died. A 2.75 x 8mm synergy xd drug eluting-stent and luge guidewire were used during procedure. The guidewire became stuck on the stent and the guidewire sheared off in the stent. Another stent was placed to trap the guidewire in the vessel wall. The patient died. It was further reported that the patient was critically ill prior to and after the procedure. The target vessel was moderate to severely calcified and angulated. It was noted that when the second stent was deployed across the struts of the first stent, the distal end of the wire sheared off from the main shaft as withdrawing the proximal wire was without any resistance. In the physician operator's opinion, the device did not cause or contribute to the patient death.